Manufacturer narrative:
(B)(4). . Corrected section: d4 UDI# the device was returned to the factory for evaluation on 09/10/2024. Photographs were provided by the account. A photographic evaluation was conducted. Product information was provided. Signs of clinical use and evidence of charred material was observed. There were no visual defects observed on the clear intact jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed in the photographs. An investigation was conducted on 09/30/2024. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed. There were no visual defects observed on the clear intact jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the photographic evaluation as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000402275 history record review was completed. There is 1 ncmr; rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 jaw wire detached from one side. The jaws were closed upon insertion into the cannula. The same device was used to complete the procedure. There was no delay. There was no patient harm. Photos provided by complainant show the jaws of the device with the metal wire separated with evidence of blood.